Event description:
On (B)(6) 2011, patient reported that he did not hear an audible click when he connected the infusion transfer set to the needle. Later that day, patient smelled insulin and noticed insulin leaking from the connection of the infusion set. Patient disconnected the infusion set and reported the connector needle was bent. Patient replaced the transfer set, primed, and resumed normal operation. Infusion set was requested for evaluation. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue.